Event description:
It was reported that during an unknown procedure, surgeon has been experiencing gas leaking from the trocar that he uses. He didn't have to introduce more gas into the abdomen. No patient consequence reported. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.